Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 62-year-old male with acute myocardial infarction complicated by cardiogenic shock (scai stage e) underwent impella cp support via percutaneous left femoral arterial access. On the 11th day of support, while awaiting potential escalation, the device experienced a sudden pump stop without preceding alarms. The pump was able to be restarted; however, it was only able to maintain support at p4, with recurrent stoppage when attempts were made to increase support above p4. No purge alarms, motor current spikes, or impella defective alarms were observed, and anticoagulation parameters (act 160¿180 seconds) were within the recommended range. There was no evidence of lv thrombus, and the patient was not being moved at the time of the event. Due to persistent functional limitations, a decision was made to exchange the device. During transfer to the catheterization laboratory and in the process of device exchange, the patient experienced cardiac arrest and expired. The device was removed, and product return is pending for further evaluation, including data download. Based on available information, the impella cp pump exhibited an unexpected pump stop and inability to sustain support above p4 without identifiable alarms or clear contributing factors. Although the device could be restarted, its limited performance necessitated removal. The patient expired during the attempted device exchange; therefore, while device malfunction is suspected, a direct causal relationship between the device performance issue and the patient¿s death cannot be definitively determined. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed.